Manufacturer narrative:
Insulin pump received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. Insulin pump had moisture damage on electronics.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported there are water drops on the inside of her insulin pump's screen. Customer's blood glucose is 53 mg/dl. Customer does not know how the device was exposed to moisture. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.